Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were hard to push on insulin pump. Customer¿s blood glucose was 289 mg/dl. Customer was treated with manual injection. Customer stated that they also had low blood glucose during the day. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.